Event description:
It was reported that air bubbles were observed within the reservoir. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.